Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b6, b7, d6, g3, g4, g7, h1 and h2. Section b5: additional information received per the medical records indicate that the patient has a history of coronary artery bypass grafting (CABG) two weeks prior to the index procedure, agent orange exposure, chronic asthma, cholecystectomy, hypertension and lipoma with removal. On the date of the index procedure, the patient was admitted for bilateral pulmonary embolism, bilateral femoral and popliteal deep vein thrombosis and thrombocytopenia with elevated international normalized ratio (inr). A chest x-ray showed moderate left pleural effusion and consolidation on admission. Atrial arrythmias and lower extremity erythema was also noted on this admission. The results of computed tomography (CT) scans done approximately nine years and two months after the index procedure indicate that the filter was at the l1-l2 interspace. The filter was tilted posteriorly at the superior and anteriorly at the inferior end but did not contact the inferior vena cava (ivc) wall. All the struts of the ivc filter perforate the ivc up to 5mm. The perforated struts reside within the soft tissues. No fracture fragments were identified. Results of another CT scan two days later revealed the superior end of the cordis trapease ivc filter was at the l1-l2 interspace. The filter was tilted posteriorly at the superior and anteriorly at the inferior end but did not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm. The perforated struts reside within the soft tissues. No fracture fragments are identified. An external review of the two CT scans gave the following impression: infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal. The original function of this ivc filter is permanent and therefore, cannot be removed by a percutaneous approach. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the ivc and tilting of the filter. The form also state that the device is unable to be retrieved, there have been no attempts to retrieve the filter. The patient also experienced anxiety related to the filter. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes coronary artery bypass grafting (CABG) two weeks prior to the index procedure, agent orange exposure, chronic asthma, cholecystectomy, hypertension and lipoma with removal. On the date of the index procedure, the patient was admitted for bilateral pulmonary embolism, bilateral femoral and popliteal deep vein thrombosis and thrombocytopenia with elevated international normalized ratio (inr). A chest x-ray showed moderate left pleural effusion and consolidation on admission. Atrial arrythmias and lower extremity erythema was also noted on this admission. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the superior end of the filter is at the l1-2 interspace. The ivc filter is tilted posteriorly at the superior and anteriorly at the inferior end. All the filer struts perforate the ivc up to 5mm and reside within the soft tissue. A CT scan, done approximately nine years after implant, indicates the filter was at the l1-l2 interspace. The filter was tilted posteriorly at the superior and anteriorly at the inferior end but did not contact the inferior vena cava (ivc) wall. All the struts of the ivc filter perforate the ivc up to 5mm and reside within the soft tissues. Results of another CT scan two days later verified the previous findings. An external review of the two CT scans gave the following impression: infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal. The original function of this ivc filter is permanent and therefore, cannot be removed by a percutaneous approach. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and tilting of the filter. The form also state that the device is unable to be retrieved, there have been no attempts to retrieve the filter. The patient also experienced anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date in is the complaint awareness date. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the superior end of the filter is at the l1-2 interspace. The inferior vena cava (ivc) filter is tilted posteriorly at the superior and anteriorly at the inferior end but does not contact the ivc wall. All the filer struts perforate the ivc up to 5mm. The perforated struts reside within the soft tissue. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the superior end of the filter is at the l1-2 interspace. The inferior vena cava (ivc) filter is tilted posteriorly at the superior and anteriorly at the inferior end, but does not contact the ivc wall. All the filer struts perforate the ivc up to 5mm. The perforated struts reside within the soft tissue. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.